Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form upon first inflation at 10 atm for less than 30 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No patient complications were reported, and patient was good post procedure.